Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code ¿other¿ was selected as no device was returned (information requested). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported by field sales associate: the field sales associate (fsa) was made aware of a number of gore® acuseal vascular graft delimitation¿s throughout the year at (B)(6) university hospital. Some patients had a second acuseal implanted which also went on to delaminate. These all seem to have taken place in grafts which were implanted in surgeries from end of 2023 into 2024. Although the surgery took place at (B)(6), the patients attended various different dialysis centres around (B)(6). The fsa is in contact with the hospital to get further information.

Manufacturer narrative:
B3: date of event was updated. B5 describe event or problem was updated. H3 other code: as the device remains implanted, no further investigation of the device can be performed. Product history review: a review of the manufacturing- and heparin coating- records indicated the lots met all pre-release specifications. A formal investigation was initiated on 2 may 2025. This investigation will include a CAPA request to determine if corrective or preventative action is required, an assessment of risk documents, a complaint query, and a detailed manufacturing review. Gore is prioritizing the investigation to ensure a swift and thorough resolution, recognizing the critical importance of patient safety. We are working diligently to determine the outcome of the analysis. The investigation will be finalized by 19 june 2025, and final conclusions will be provided thereafter.

Event description:
The following was reported to gore through a field sales associate: on (B)(6) 2024 a gore® acuseal vascular graft was implanted for dialysis access creation in the arm. 40 days after the implant, on (B)(6) 2024, device delamination was observed. The area of delamination was noted to be on the arterial side of the graft, prior to initial cannulation. The delamination was observed upon surveillance. The delamination was treated with surgical repair.

Manufacturer narrative:
Explant investigation: the graft fragments were returned to w. L. Gore & associates for investigation. Submitted in formalin were three (3) fragments of a gore acuseal vascular graft (vgf-1 ¿ vgf-3). Two device fragments (vgf-1 & vgf-2) had been transected on both ends, while the third (vgf-3) had been transected on one end prior to arrival at w.l. Gore & associates, inc. The abluminal surfaces of all fragments were generally devoid of tissue. Multiple evenly spaced serration marks were present on the abluminal surface of one fragment. One fragment presented with a longitudinally oriented, undulating distortion running the length of the inner curvature of the fragment. A different fragment had three (3) closely spaced partial thickness transections of the outer eptfe. The lumen of two fragments were patent. The remaining fragment was occluded with tan friable tissue; however, the time of occlusion cannot be determined. In all three fragments, there was evidence of varying degrees of layer separation between the outer eptfe and silicone layers throughout the lengths of the graft fragments noted grossly and via examination of radiographs and CT images. Some of these areas of layer separation were filled with varying amounts of tan friable tissue and some presented with the silicone layer being displaced towards the lumen to varying degrees. The fragments were transected into ten (10) samples. Histopathological examination of four (4) transverse sections of the vascular graft fragments was performed. In all four sections examined there was a variably sized space between the acuseal outer eptfe and the silicone layer which contained eosinophilic anuclear granular material. The material was consistent with entrapped static blood which had coagulated and undergone varying degrees of degeneration. There was no evidence of inflammation or organization of the entrapped blood most likely due to the sequestered location of the space. The lumen was patent although partially occupied by eccentrically located fibrillar to compacted hypocellular material consistent with thrombus. The ablumen was regionally covered in collagenous tissue and normal for a chronic implant. The fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. The material disruptions identified (i.e., transections [full and partial thickness, forceps/clamps disruptions, radial film wrap disruptions, electrocautery marks) were consistent with those caused by interaction with surgical instrumentation (i.e., scalpel/scissors, forceps/clamps, electrocautery device), which were likely caused during surgical procedures, time point cannot be determined. There was no evidence of cannulation. The exact time and cause of the longitudinal layer separation could not be determined from the information provided. Additionally, the point of entry of the entrapped blood into the resulting space from layer separation is unclear.

Manufacturer narrative:
E1: added physician details.

Manufacturer narrative:
A field action for the acuseal vascular graft has been released in response to reports of an increased rate of delamination. This field action will consist solely of an urgent field safety notice (fsn); no product will be removed from the field. Reason for the fsca: in (B)(6) 2025, a UK physician reported that his group observed a 22% delamination rate (12/55 cases) over the period of 2022¿2024, which was higher than their historical rate of approximately 5%. For comparison, gore¿s complaint data indicate a global delamination rate of ~0.2%, while published literature reports rates ranging from ~1% to 10%. While delamination is a known failure mode, the reported rate and the suggestion that something had changed prompted gore to initiate a thorough investigation. The investigation included a review of process, materials, and equipment records for all affected lots, confirming that all requirements related to delamination risk were met. No design or manufacturing deficiencies related to delamination were identified. A risk-benefit analysis was also completed, reaffirming that the benefits of the device continue to outweigh its risks, with no new harms identified. However, the review determined that updates to the instructions for use (IFU) are warranted. Specifically, the IFU will be revised to: ¿ include additional use errors that may contribute to delamination, and ¿ add delamination to the device-related adverse events section. The fsn will be used to communicate these IFU changes and highlight the factors that may contribute to delamination.